Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown left stryker knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device remains implanted.

Manufacturer narrative:
(B)(6). An event regarding pain involving a triathlon knee was reported. The event was not confirmed. The device remains implanted. -medical records received and evaluation: a review of the medical records by a clinical consultant indicated, ¿other than the august 6, 2014 addendum to this report at request of the patient, no confirmation of the complaints noted in the event description are available. There is no evidence of the right arthroscopy having been performed. The operative report of the bilateral total knee arthroplasty surgeries does not indicate any recalled guides used during the surgeries. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials are responsible for this patient¿s clinical complaints.¿ -device history review: all devices accepted into final stock met specification. The devices were not subject to a recall. -complaint history review: not performed because no device specific failure mode was identified. Conclusions: the exact cause of the event could not be determined because there was no confirmation in the medical records of the complaints noted in the event description. The following product was added to the complaint after the initial medwatch was submitted: cat. No.: 5510-f-401, triathlon cr fem comp #4 l-cem, lot code: eaj9m. Cat. No.: 5520-b-400, triathlon prim tib baseplate - cemented, lot code: goasa. Cat. No.: 5551-g-299, triathlon asymmetric x3 patella, lot code: 4dmm. Cat. No.: 6197-9-001, simplex p with tobramycin 1 pack, lot code: mbu020.

Event description:
Patient reports pain. Patient reports excessive bleeding during surgery. Pain feels like two pipes grinding together pinching a nerve. Patient ices knees everyday and physical therapy does not help. Patient says it feels like there is gravel under her knee caps.

Event description:
Patient reports pain. Patient reports excessive bleeding during surgery. Pain feels like two pipes grinding together pinching a nerve. Patient ices knees everyday and physical therapy does not help. Patient says it feels like there is gravel under her knee caps.